Event description:
Medtronic received information regarding a navigation system being used for a procedure. It was reported that during a case the system shutdown unexpectedly and would not turn back on. The manufacturer representative stated that the power button would flash blue, but neither the main or camera cart would turn on. Technical services (ts) had them disconnect the unit from wall power, and hold down the power button before plugging it back in and attempting to turn it on. The power button continued to flash without turning on the system. Ts asked them to try another wall outlet and they stated that there was not one available to try. The manufacturer representative also did not have tools to further troubleshoot internal hardware. Additional information was received. The system was plugged into a dual outlet along with a non-medtronic product, and the manufacturer representative thought it was a red outlet. The non-medtronic product did not lose power. The issue was escalated to ts management due to amount of power issues the system has experienced recently. The manufacturer representative was still on-site when another battery detected at 0% message was alerted by remote support. They confirmed that the system was plugged in and both carts were connected in storage and has been that way through the night. Ts had them disconnect the system from wall power for 30 seconds. They plugged the system back in and powered on, immediately disconnected from the wall and logged into self-test and both carts were reading in the high 90¿s (95% on main cart and 92% on camera). Ts had them set a 10 minute timer and when the timer had about 40 seconds remaining, the system powered off. The manufacturer representative caught a glimpse of the self-test before it shut down and said it showed in the 80¿s on both carts. Ts management suggested replacing main and camera cart ups and batteries.

Manufacturer narrative:
Continuation of concomitant medical product(s): information references the main component of the system. Other relevant device(s) are: product ID: 9735787, serial/lot #: unknown, ubd: , UDI#: ; product ID: 9735788, serial/lot #: unknown, ubd: , UDI#: ; product ID: 9735771, serial/lot #: unknown, ubd: , UDI#: ; product ID: 9735773, serial/lot #: unknown, ubd: , UDI#: no parts have been returned to medtronic for analysis. B17, c20, d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. The system was serviced in the field, and the main cart and camera cart uninterruptible power supply (ups) and batteries were replaced. System remained powered on for 2+ hours. Hardware analysis of 9735788 determined that ups was tested with the accompanying battery for a 24hr period and tested with no issues. Ups was then unplugged from main power and continued to run under battery power for the set 11.5 minutes before ups shut down as programed. Hardware analysis of 9735771 determined that the battery was tested (26.21v) with the accompanying ups for a 24hr period and tested with no issues. Ups was then unplugged from main power and continued to run under battery power for the set 11.5 minutes before ups shut down as programed. Hardware analysis of 9735773 determined that the battery was tested (52.29v) with a known good ups for a 24hr period. During the 24 hour test the ups shut down due to the battery overheating thus causing no power. Hardware analysis of 9735787 determined that the ups was tested with a known good battery for a 24hr period and tested with no issues. Ups was then unplugged from main power and continued to run under known good battery power for the set 11.5 minutes before ups shut down as programmed. D10 update: lot number of 9735788 is 19090087. Lot number of 9735771 is 1909. Lot number of 9735773 is 2231. Lot number of 9735787 is 18430034. H6. B01, c19, and d14 are applicable codes for 9735787, 9735771, and 9735788. B01, c02, d02 are applicable codes for 9735773. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, it was reported that the procedure was a spinal fusion. There was no impact on patient outcome and the issue caused a delay of 5 minutes and the issue happened intraoperatively.